Event description:
Penile prosthesis was not functioning so pt entered hosp for replacement of the inflatable penile prosthesis. The old prosthesis was removed and it was noted that all the fluid was gone, but no obvious leak could be found. The old prosthesis was sent to the MFR for study.